Event description:
A non-healthcare professional reported that following the intraocular lens implant procedure, the patient experienced blurry eye and bleeding. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).